Manufacturer narrative:
Lens work order search. Medical review. Results: visual inspection of the returned product showed the lens was returned dry and a haptic was torn. The lens was re-hydrated in bss and the length of 12.751 was re-measured and found to be within original design specifications. Therefore, it can be justified that the complaint was not product related. A lens work order was performed and showed no other complaint related to same work order. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop, ect.). To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect the outcome of the patient's vision. Dialed pupil is usually due to iris-sphincter damage as a result of trauma/inflammation/ischemia. Some patients may have iris vasculature abnormalities and could develop ischemia in he event of trans/persistent high iop, although aetiology of the non-functional pupil it is still not clear. (B)(4).

Manufacturer narrative:
(B)(4) - intraocular pressure rise, (iopr), surgical procedure, secondary, halo/glare, inflammation, blurring, unreactive pupil, explant, lens vaulting of , excessive. (B)(4).

Event description:
The surgeon inserted an icm 120v 412.0mm implantable collamer lens on (B)(6) 2012 and the lens was removed on (B)(6) 2012 due to elevated iop and inflammation associated with excessive vault. Unreactive pupil (fixed), glares/halos and blurred vision were also noted. Following the removal of the lens everything went back to normal.